Event description:
The pilot balloon and valve were missing from the inflation line, making it impossible to inflate the cuff. This was found at pre-test. Subsequent package from the same box contained the missing pilot balloon and valve, apparently severed by the packaging machine, and the tube in that subsequent package was completely functional. No pt injury due to this incident, however pt expired due to medical complications.